Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device is not communicating with the pcu. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device is not communicating with the pcu. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the left and right iui;s replaced due to device will not communicate with the brain. As found software version 9.33.0.50, as left software version 9.33.0.50. Keypad replaced due to keypad delamination. A review of the device history record showed the device had a manufacture date of 12dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the iui communication failure. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.